Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, the site experienced a message of right eye video loss. The left eye image in the surgeon side console (ssc) was normal, however, the left eye had color bars. With the assistance of an isi technical support engineer (tse) the site verified the camera control unit (ccu) settings and verified camera cable connections. The site reported that the camera head cable was fully seated but the connector was loose and could be wiggled. The tse had the site power off both ccu's and switched the left and right camera cables, however, upon power up the left eye continued to show only color bars. The tse recommended changing the camera cable. The pt was under anesthesia for approximately 45 minutes when the surgical staff made the decision to reschedule the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the reported issues experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci s vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera and processed independently. The system was repaired by replacing the affected camera head. As of may 21, 2009, there have been no reported recurrences of the issue at this hospital.